Event description:
It was reported that during the generator change out that the antibacterial absorbable envelope (aae) sterility was compromised when a single strand of hair was noted within the sterile packaging upon opening the sealed inner foil package. The aae was not used during the implant procedure. It was also stated that post generator change out the newly implanted implantable cardioverter defibrillator (ICD), the ICD had triggered a care alert for out of range (oor) high right ventricular (rv) lead defibrillation impedance and noise. The patient was brought to electrophysiology (ep) catheter lab and they were unable they were unable to confirm pin insertion via fluoroscopy. The pocket was reopened and the device was removed the rv lead pin connection was inspected and the pin appeared secured an unable to remove with traction. The pin was then released from the port by loosening the setscrew. The pin was reinserted and setscrew tightened several times and intermittent noise continued with any movement of the lead body. The ICD was suspected of exhibiting connector port issues and was replaced. The right ventricular (rv) lead had continued to exhibit out of range (oor) high and spike in defibrillation impedance and oor high pacing impedance and continued to exhibit noise and artifact and was suspected to have a high voltage fracture and reprogramming was performed and the patient was fitted for a lifevest. The aae was replaced and the device was explanted and replaced and the rv lead was inactivated and was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvpa2d1 ICD- implanted: on (B)(6) 2025; 5076-58 lead - implanted: on (B)(6) 2006; product event summary: the anti-bacterial envelope was returned and visually analyzed. There was an issue observed with the anti-bacterial envelope. Foreign material was observed on the white inner pouch surrounding the anti-bacterial envelope. See photo report for details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.